Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(4) - pseudoarthrosis.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with degenerative lumbar disk disease l3-4 and l4-5 with probably l3 or l4 radiculopathy on the left. The patient underwent a tlif l3-l5 using interbody devices, ceramic granules, posterior screws and rods, and rhbmp-2/acs. The rhbmp-2/acs and granules were placed interbody and posterolateral. Per the operative note "there was a lot of bleeding from the soft tissues, presumably from all the inflammation and previous surgery, but, these were controlled with bipolar cautery or bovie unit." The fusion resolved the left leg pain, but the patient subsequently developed right s1 joint and occasional leg pain. Numerous blocks (both facet and nerve root) failed. 94 days post-op, an MRI scan indicated infection around the l4-5 disc space. L4-5 shows severe left and moderate right foraminal narrowing. L5-s1 shows a broad disc protrusion causing mild thecal sac effacement. At 390 days post-op, the patient underwent a revision surgery for a possible pseudoarthrosis over previous l3-l5 fusion, and degenerative disk disease l5-s1. The old hardware was removed, and a cage, rhbmp-2/acs, ceramic granules, and posterior pedicle screw fixation were implanted from l3-s1 bilaterally.